Event description:
It was reported that the cutter wouldn't rotate while the probe was in the breast during a breast biopsy procedure. The probe was removed and the case was rescheduled without any patient consequence. It was then noticed the dc motor adapter was broken on the blue side. One control module is being returned for repair.

Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the dc motor adaptor. After servicing, the unit passed all qa testing processes. Complaint information is trended on a regular basis to determine if further investigation is warranted.